Manufacturer narrative:
UDI number: (B)(4). Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, movement of the delivery system by the operator, valve size mismatch, suboptimal implant location, and incomplete frame expansion. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Per the report, the valve embolized upon deployment.  The physician was aware that this patient was high risk for embolization.  The cause of the valve embolization cannot be determined, however, may be most likely related to patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a transcatheter pulmonary valve replacement (tpvr) with a 26mm sapien 3 valve, the valve embolized upon deployment.  The patient was taken to surgery to retrieve the embolized valve and was replaced with a surgical valve.  The physician was aware that this was a potential issue and elected to attempt deployment regardless.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to field d2 is being submitted in this supplemental report.

Manufacturer narrative:
Correction to initial awareness date, section g3.